Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the catheter had leaked on him while he was at church. He became confused while trying to determine where the liquid was coming from and later realized it was leaking from the catheter. He stated that the catheter had leaked; however, he only had the reference number for the leg bag.